Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) and a1c levels for approximately 4 years; however, no specific levels were provided and customer has only used the tandem pump since (B)(6) of 2014. Reportedly, contact indicated that customer does not manage diabetes well and will be working with health care provider regarding diabetes management. Contact stated that customer takes correction boluses with the pump when necessary. Recommendation was made to continue to work with hcp for diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.